Event description:
The customer reported that the insulin pump had a frozen screen. The customer stated that none of the buttons appeared to be responding, and she was not able to clear the alarm. The insulin pump rested overnight and the device was not functioning. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.